Event description:
A malfunction alarm identified as "malf 16" was reported by the customer, with no notable events occurring prior to the malfunction. It was confirmed that the customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. In response, the customer was instructed by technical support to use multiple daily injections as backup insulin therapy, given a replacement pump, and guided on storing and returning the malfunctioning pump within 10 days.